Event description:
Customer reports the softclix plus lancet will not retract and punctured deeply, causing customer to bleed more then usual. No medical attention required. No accidental needle stick occurred. No adverse event reported. The customer did not provide the location where the malfunction occurred. Requested return of suspect device and replacement was sent.